Event description:
Foley cath was placed without incidence - balloon inflated & deflated prior to insertion without incidence, 5cc st h20 inserted without incidence - immediate cl amber urine returned, over course of ER stay foley drained 400cc cl amber urine. When order received to dc cath - attempted x 2 to deflate balloon with syringe - no water returned - valve cut off still not water returned - dr. Here - stylet and j-wire used by dr. To attempt to break balloon - unsuccessful 45 mins - balloon still inflated - no mineral oil leaking from main channel or withdrawn from balloon changel - 5cc mineral oil inserted ( in addition ) without diff and cath reclamped. Still no evidence of mineral oil from balloon channel or main channel. Patient transferred to floor unable to temove cath - additional 5cc mineral inserted after calling surgeon - oil leaked out around meatus - patient verbal abuse angry, demanding to see "my doc". Surgeon notified at 2045 and 2100 surgeon in 2145 - 2230 patient to surgery for foley cath removal with open spt placement. Catheter has not been examined. Has been retained by facility until occurrence is resolveddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, user education provided, inserviced by manufacturer/distributor representative, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.